Event description:
During regular follow-up, several episodes with ventricular oversensing were confirmed in ICD memory. No inappropriate therapy was delivered.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
During regular follow-up, several episodes with ventricular oversensing were confirmed in ICD memory. No inappropriate therapy was delivered.

Manufacturer narrative:
New follow-up data were provided showing the recurrence of the reported ventricular oversensing. Complaint was re-opened. Preliminary analysis of most recent data showed that the observed noise could originate from external electromagnetic interferences (most likely) or myopotentials (less likely).

Event description:
During regular follow-up, several episodes with ventricular oversensing were confirmed in ICD memory. No inappropriate therapy was delivered.